Manufacturer narrative:
The customer¿s report of tubing leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damage to the components. No anomalies were observed. During functional testing the set flowed freely and ran with no issues observed. Pressure testing confirmed air bubbles leaking at the top engagement of the tubing and the distal y-site inlet port at 15 psi. Dimensional analysis was performed on the vinyl tubing and the tubing was found to be within specification. The probable root cause of the customer¿s report of tubing leaked was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and y-site inlet port.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at an unspecified location. There was no report of patient harm.